Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a potassium phosphate infusion completed earlier than expected. The user noticed approximately 15 minutes after the infusion started that IV was running very quickly despite appropriate settings in the pump. All tubing (primary and secondary line) was changed and the infusion was restarted using the same pump with no further issues observed. No patient harm occurred as a result of the event. The tubing was tested on another pump, and programmed to infuse 415 ml over 4 hours, the test infusion completed in 2 hours.